Event description:
The device was returned for 12v electrical failure. Conductivity was test on the power entry pcba and the main pcba, both were of normal range. The conductivity of both batteries was tested and neither battery registered on the multimeter. Batteries will be replaced during the repair phase. Additionally, the screw boss from the front housing to the main pcba are broken, the main pcba is literally laying inside the pump without anything securing the pcba to the housing. Front housing will be replaced during repair phase.

Event description:
The following has been reported: biomed reported: please find below the following issue for the pump, no harm of patient reported, nor an active infusion being stopped: pump problem a preliminary review of the logs identified the following issue: electrical hardware failure (12v) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.